Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a printer circuit board failure. An additional issue with the video connector receiver having dirt was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during preparation for diagnostic procedures, the visera elite video system center presented with no image and a b30 (scope communication error) loop message. The customer had wiped the electrical contacts and tried three scopes, but there was still no change. The intended procedure was successfully completed using a similar device. No patient injury or procedure impact was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the b30 error code occured due to a faulty circuit board; however, it is unknown what caused the circuit board to fail. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.